Manufacturer narrative:
The used company cartridge was returned. With the opened company pouch lot#15228927. The returned used company cartridge was microscopically examined. Viscoelastic is dried in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage or foreign material observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported foreign material could not be determined. The returned used company cartridge was microscopically examined. No damage or foreign material was observed. Top coat dye stain testing was conducted with acceptable results. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant surgery, foreign material came out of the cartridge during insertion of iol. The surgery was performed and completed without product replacement.